Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "on (B)(6) 2016, phone call with the customer. He provided the additional information below: the incident occurred during patient use. The alarm occurred and the infusion stopped. No consequence for patient. No additional information available on the infusion in progress during the incident. No additional information available on the corrective action taken by nurse after the incident. The technician biomedical is not aware about where do the damages on the pump come from. Questions concerning unexpected shutdown message 1. Please provide the pump's serial number. (B)(4) 2. Kindly acknowledge no patient was involved and no human harm caused. No 3. What software version is installed on the pump? Rev11v0 4. Were there any messages or alerts that reported shut down? Yes, pump error 1 if so, please quote the exact message wordings. Refer above. 5. Was the device previously used? Yes 6. Did the alarm appear during treatment? If so, at which stage of the treatment did the pump stop (beginning/taper up/plateau/ taper down/ during bolus administration/etc.? Yes no information available from the customer. 7. What were the infusion parameters? No information available from the customer. A) rate: b) vtbi: c) time: d) mode: e) what was the pressure (occlusion) sensor setting (0.4-1.2 bar)? 1.2bar f) administration set used (type and lot number): g) what catheter was used (size of catheter, type, catalog number, manufacturer, etc.?) H) drug administered: I) priming method (manual / with pump): 8. How did the medical staff try to resolve the problem? No information available from the customer. Pump treatment information:no information available from the customer. Type of drug:no information available from the customer. Delay in therapy:no need for medical intervention:no patient involvement: yes death/serious injury: no human harm: no"

Manufacturer narrative:
(B)(4). Exemption number, e2014005.